Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided y the complainant, therefore, the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation in 2014 (exact date unk) and the pt was discharged home. The pt contacted the physician approx one week post ablation complaining of "abdominal pain and tenderness". The pt was prescribed antibiotics and a computed tomography (CT) scan was performed. "The CT (scan) revealed nothing obvious" and the pt's "pain resolved significantly." After two months the pt still presented with "uterine tenderness." The physician prescribed empiric antibiotics for 10+ days to rule out endometritis.